Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver keeps shutting down. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. There was an attempt to downloaded data logs, however the receiver is stuck and continues to restart itself on initialization screen. The receiver case was opened and an interior inspection was performed and the receiver passed. Further troubleshooting found that the flash memory chip (u8 component) has been corrupted. The complaint of the receiver continuing to shut off was confirmed. The root cause was determined to be a defective u8 component, post investigation.